Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the obtuse marginal artery. A 2.8x19mm rx graftmaster covered stent failed to cross due to the anatomy. The covered stent was removed and the perforation was successfully sealed with balloon dilatation. The graftmaster covered stent did not cause or contribute to any complications or adverse events. No additional information was provided.